Event description:
It was reported that the patient presented in hospital with infection due to an unknown cause. The patient's entire implantable cardioverter defibrillator (ICD) system was explanted on (B)(6) 2021including their right atrial (ra) and left ventricular (lv) leads. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.